Event description:
The fabric was implanted as a carotid patch. At the end of the procedure, the heparin was reversed with protamine. Approximately 1-2 hours after surgery, the pt developed a stroke. And experienced upper extremity disability. The pt was subsequently placed into a rehabilitation program. The fabric remains in the pt.